Event description:
It was reported that a fistula occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 45-day follow-up procedure. The imaging showed that there was a fistula between the laa and the pulmonary artery. The patient was not experiencing any symptoms or complications as a result of this event. The physician did not perform any interventions or treatment. The plan is to reimage the patient on another date and determine if oral anticoagulation should be stopped.

Event description:
It was reported that a fistula occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 45-day follow-up procedure. The imaging showed that there was a fistula between the laa and the pulmonary artery. The patient was not experiencing any symptoms or complications as a result of this event. The physician did not perform any interventions or treatment. The plan is to reimage the patient on another date and determine if oral anticoagulation should be stopped. It was further reported that the patient underwent a CT scan procedure. The CT imaging results showed that the patient did not have a fistula. The suspected fistula was an uncovered lobe of the laa. The patient will remain on their anticoagulation medication for now.